Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2020 the patient experienced elevated blood glucose symptoms of ketoacidosis including, abdominal pain, nausea, drowsiness, and vomiting. The patient received a blood glucose result of 522 mg/dl and went to the hospital. At the hospital the patient was treated with fast acting insulin through a drip, and was disconnected from the infusion device. The following morning the customer received a blood glucose result of 180 mgd/l and was discharged from the hospital.